Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Defective valve that the IV could not draw or flush.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
It was reported by customer that the defective valve that the IV could not draw or flush. One sample was received for quality investigation. Visual inspection of the product did not indicate any damages or abnormalities. The product was then tested for flow by connecting it to a 10 ml bd syringe filled with water and conducting a fluid push. Water was flowed through the product using the syringe and there was no fluid blockage or occlusion identified. The customer complaint of flow issues - fluid blockage could not be verified. A root cause was not determined because the failure could not be replicated. A device history record review for model 2000e lot number 24045685 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6)2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.